Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd syringe had excess lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes."

Manufacturer narrative:
The following fields were updated with additional information: b.5. Describe event or problem: it was reported that a syringe 5ml ll tip bulk convenience pak had excess lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes." D.1. Device brand name: syringe 5ml ll tip bulk convenience pak. D.2. Type of device: fmf; common device name: piston syringe. D.3. Becton dickinson medical systems. D.4. Device catalog #: 309703; device lot number: see h.10.; unique identifier (UDI #): (B)(4). D.10. Device available for evaluation?: yes; returned to manufacturer on: 06/03/2020 g.1. Manufacturing site for device: becton dickinson medical systems. H.3. Device return to manufacturer: yes. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9127568. D.4. Medical device expiration date: 2023-11-30. H.4. Device manufacture date: 2019-07-10. D.4. Medical device lot #: 9077800. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2019-04-01. D.4. Medical device lot #: 9045755. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2019-03-07.

Event description:
It was reported that a syringe 5ml ll tip bulk convenience pak had excess lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes."

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot numbers 9045755, 9077800, and 9127568. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, five physical samples were sent for fourier-transform infrared spectroscopy (ftir) analysis, to identify the composition of the droplets. The ftir analysis has identified the droplets as silicone, which is involved in the normal manufacturing process. Picture samples were also provided, however, the material within the pictures does not appear to match the material reported in this incident (material # 309703). The silicone identified within the physical samples most likely resulted from the silicone dispensing process and is within specification our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd syringe had excess lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes."